Manufacturer narrative:
A review of the device history records for the finished good lot and the raw material components could not be reviewed because the lot number is unknown at this time. The needle component is supplied by ethicon. No samples were returned for testing or review. Without knowing the finished lot number it is not known if retained samples are available for testing/review. If samples become available at a later time the devices will be evaluated and the results will be included in the file. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. Without reviewing the actual broken needle, receiving magnified photos of the broken device, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
It was reported by the end user the tip of needle broke during an endoscopic partial gastrectomy. Utilized CT machine to identify broken piece but it could not be retrieved. The physician had to complete the procedure. The operation time was prolonged by 40 minutes.